Event description:
The lay user / pt contacted lifescan alleging that the "ok" button on their one touch ultralink meter was not responding. The issue was unresolved during troubleshooting. There were no allegations of harm or injury.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet receive it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.